Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the implantable neurostimulator (ins) ¿amplitude autonomously increased from 2.7 v to 4.9 v. Interrogation of the device found there were no electrodes with out-of-range impedances. The cause of the event was unknown at the time of the report. The ins adaptive stimulation function was reset up with a maximum amplitude of 4.0 v in an effort to troubleshoot the issue; however, the issue remained unresolved at the time of report. It was noted patient programmer was scheduled to be replaced ¿just in case.¿ there were no surgical interventions planned or performed and the complex regional pain syndrome (crps) patient was alive with no injury at the time of report. No complications were reported or anticipated.